Event description:
It was reported that the patient with this pacemaker system was experiencing twitching sensations upon interrogation it was determined that a lead safety switch (lss) had occurred due to low out of range right ventricular (rv) pace impedances. Technical services (ts) discussed troubleshooting and programming recommendations until a revision could be performed. The lss feature was programmed off to prevent patient symptoms. This product remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed inner insulation abrasion approximately 5 cm from the distal tip. This type of damage is consistent with repeated stress over time. The reported low impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the patient with this pacemaker system was experiencing twitching sensations upon interrogation it was determined that a lead safety switch (lss) had occurred due to low out of range right ventricular (rv) pace impedances. Technical services (ts) discussed troubleshooting and programming recommendations until a revision could be performed. The lss feature was programmed off to prevent patient symptoms. Subsequently, additional intervention was taken and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, visual inspection revealed inner insulation abrasion approximately 5 cm from the distal tip. This type of damage is consistent with repeated stress over time. The reported low impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.